Event description:
It was reported that the procedure was to treat a concentric and 98% stenosed lesion in the distal anterior tibial artery. The winn guide wire was advanced through the lesion; however, half way through the lesion, resistance was noted. During an attempt to pull back the guide wire and the balloon catheter, the winn became elongated and resistance was noted. The guide wire was continued to be removed, and a snap was heard and felt. The guide wire and the balloon catheter were removed; however, 3 cm of the guide wire remained in the anatomy. A snare device was used to successfully retrieve the separated portion of guide wire and balloon dilatation was performed to treat the lesion. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed; however the stretched coils were unable to be confirmed as the tip coils were not returned. The failure to advance and difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.